Manufacturer narrative:
Age at time of event: approximately 60. (B)(4). Device evaluated by MFR.: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as an incompatible catheter was used to deploy the coil and vigorous flush was not maintained during the procedure. The dfu states: ¿the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes." And "it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿   (B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal. The target area was located in an arterial venous graft of the left upper extremity. A 6mm x 20cm interlock -35 was selected for use. During the procedure, intermittent flushing was performed. It was noted that the coil prematurely deployed inside the catheter. The physician wedged a non bsc wire between the interior wall of the catheter and the coil. Then, the catheter and the coil were removed together as a unit with approximately half of the coil protruding from the tip of the catheter. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine.